Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected total t3 (tt3) and free t4 (ft4) results above the normal reference range for one patient. Subsequent testing on an alternate methodology produced lower discordant results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer is to send samples to bci cpls (customer product line support) for additional testing. Per customer, the instrument is currently performing within the established qc specifications. Specific qc data has not been supplied by the customer.